Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor is not compatible with this pump. The lowest blood glucose (bg) entered into the pump by the user was 54 mg/dl on (B)(6) 2019. Therefore, the complaint could not be confirmed. Cgm alert 1 (cgm low alert) enunciated. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h4.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 44 mg/dl; cause was unknown. Juice, peanut butter, and bread were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.